Event description:
It was reported that the pump battery could not be charged and that the pump indicated a data log corruption. Customer¿s blood glucose level was 150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged data log corruption issue was verified, however, the battery charging issue was not. The information will be used for tracking and trending purposes.